Event description:
With literature search an article in asaio journal published ahead of print was reviewed which discusses feasibility of right ventricular assist device (rvad) implantation using a j-sternotomy approach following left ventricular assist device (lvad) implantation. A case study of a patient that received an lvad using left thoracotomy and j-sternotomy approach as a bridge to transplantation is presented. On the second day post the patient developed malignant ventricular arrhythmias and signs of rvf. Multiple defibrillations failed to establish sinus rhythm; therefore an emergent rvad implantation was indicated. The patient's condition stabilized immediately after surgery; however, several days after rvad implantation he developed severe pneumonia and septic shock requiring high-dose vasopressor therapy. The clinical condition of the patient further deteriorated and he developed multiple organ failure and died on post-operative day 17 following lvad implantation. With follow-up investigation the implanting physician reported that the events were not related to the lvad.

Manufacturer narrative:
This information was found with review of maxhera et al, "minimally invasive right ventricular assist device implantation in a patient with heartware left ventricular assist device", asaio journal publish ahead of print doi:10.1097/mat.0000000000000250.this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Cardiac arrhythmias, right heart failure, pneumonia and sepsis are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the root cause of the reported events cannot be determined, clinical and patient factors including comorbidities are possible contributors to the events. With review of the available information and as reported by the physician, there is no evidence to suggest a relationship to any device performance or manufacturing issues.heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Cardiac arrhythmias, right heart failure, pneumonia and sepsis are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the root cause of the reported events cannot be determined, clinical and patient factors including comorbidities are possible contributors to the events. With review of the available information and as reported by the physician, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.